Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin had button error. Customer states that down button lost its sensitivity. Customer¿s blood glucose was unknown at time of incident. Insulin pump is not expected to be returned for analysis.